Event description:
Patient states that use of the cold therapy unit caused tissue damage to her knees.

Manufacturer narrative:
Patient states that use of the cold therapy unit caused tissue damage to her knees. Unable to verify specifics of complaint such as type of tissue damage, length and conditions of exposure, and any follow-up care.